Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The hard drive was replaced as a possible cause of the issue and the touchscreen was recalibrated as a precaution. Preventive maintenance and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. During the evaluation, the system was checked for function periodically. The ccm was left on overnight and checked in the morning with no loss of the touchscreen function observed. The ccm was disconnected and reconnected from the luo testing equipment to check for loss of function. This was done following both typical and atypical shutdowns and no touchscreen function disruptions were observed. It was determined that the ccm met specification.

Event description:
It was reported that the central control monitor (ccm) was not responding to touch on the screen. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint, replaced the ccm, and release testing was completed. The unit operated to the manufacturer's specifications.